Manufacturer narrative:
(B)(4).device evaluation: one sample was received by baxter for evaluation. The reported condition of "leaking inside of the housing" was confirmed due to a ruptured reservoir. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, idc-CAPA-(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4).additional narrative: the device has been received by baxter for an evaluation; however, the device evaluation has not yet begun. A follow-up report will be submitted upon completion of the evaluation or should any additional information become available.

Event description:
It was reported to baxter that one (1) ce intermate lv250 device was observed leaking inside of the housing during patient use. The device was filled with 250 ml of caspofungin (50mg in 250ml normal saline). There was no patient injury or medical intervention. No additional information is available.